Manufacturer narrative:
The reported blood loss has been attributed to arterial access flow problems. The cycler alarmed appropriately. The hissing noise reported by the operator is commonly heard when the vascular access cannot support the commanded speed of the blood pump. There is no evidence of a device malfunction. Co reviewed the reported blood loss with the pt's facility. The pt's vascular access has been surgically revised to improve blood flows. A direct correlation between the co system one and the reported blood loss cannot be established. Co considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the operator noticed a hissing noise as the cycler displayed arterial air alarms. A manual rinseback was attempted, but it was determined that the blood in the cartridge circuit was clotted, which resulted in a 210cc blood loss. No medical intervention was required.